Event description:
It was reported that this right atrial (ra) lead exhibited atrial undersensing and inappropriate atrial pacing on the t-wave. The field representative tried programming atrial automatic gain control (agc) to 0.15mv, however farfield signal oversensing was observed and would not resolve with extending the blanking period. Additionally, p-waves are 0.2mv. Boston scientific technical services (ts) reviewed troubleshooting options. Additional information received reported that this ra lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).